Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. An investigation was performed based on the radiographs a definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code: 04.005.528. Lot number: 166p719. Manufacturing site: (B)(6) release to warehouse date: 18 may 2021. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: lockscr ø5 l38 f/nails tan light green (p/n: 04.005.528, lot number: 166p719) were received at us cq. Upon visual inspection, the complaint device showed signs of usage from field. No other issues were observed with the returned device. The radiographs were reviewed, and the complaint condition cannot be confirmed. There is no evidence that the locking screw migrated from the implanted position. Functional test: a functional assessment was performed with the received devices. The device were able to be assembled as intended. However, a complete test could not be performed as the devices were explanted and no mating bone material is available. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: relevant documents (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint was not confirmed during the investigation. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a follow-up examination the x-ray showed a cutting out with dislocated femoral neck screw of the right trochanteric fixation nail advanced (tfna) with a protrusion of approximately 2.0 cm over the countercorticalis into the acetabulum after a right pertrochanteric femur fracture. This was not preceded by trauma. On (B)(6) 2021 the tfna nail was removed and an acetabular floorplasty with cancellous bone grafting (own femoral head), implantation of a modular cementless hip prosthesis (mutars) and cerclages was performed. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 38mm for im nails. This is report 3 of 3 for (B)(4).